Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Event description:
The study reported that 2 patients in the 1.5-stage group were re-revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection: is a 1.5-stage exchange equivalent? Bone joint j. 2025 jun 1;107-b (6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. Pmid: 40449559. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.